Event description:
Boston scientific received information that technical services was contacted by the patient son in law due to a concern that this devices battery was depleting faster then expected. It was noted that this patient was seen at the hospital for a follow up and the physician informed the patient that the device was depleting fast. The patients son in law also inquired regarding warranty as well as if the device battery or the whole device would need to be replaced.

Manufacturer narrative:
Technical services forwarded the request to the local representative for further follow up. At this time the device remains implanted.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Subsequent information was received that the device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.